Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device inappropriately withheld anti-tachycardia pacing (atp) therapy for ventricular tachycardia (vt) due to the supra ventricular tachycardia (svt) stability. The device then inappropriately delayed atp therapy for vt due to the svt stability until the wavelet rule criteria eventually was not met and the device delivered atp. The device was prophylactically explanted and replaced a year later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.